Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during the start of raster pattern with an intralase patient interface (pi) after laser fired. Per account, the physician was squeezing patient¿s eye and then suction loss occurred. Patient was also having a panic attack and decided not to proceed. Consequently, the physician will perform photorefractive keratectomy (prk) at a later date instead.